Event description:
This is pump #2 which replaced the pca pump that failed earlier in the evening. This pump started the high pitched alarm "malfunction 635/0018" "please discontinue therapy and send for service." This pump was then taken down and another pump replaced the pca. No lapse in pca therapy this time.